Manufacturer narrative:
As no further information is expected at this time, our investigation is completed. However, should additional information become available this event will be update and another report submitted.

Event description:
It was reported that lead parameters at implant were within acceptable parameters however during the follow-up approximately ten days post implant, fluoroscopy showed this leads tip location had changed and pacing was poor. The physician elected to surgically intervene and ultimately explanted and replaced the lead. The explanted lead is not expected to be returned for analysis and another lead was implanted without further complications.